Event description:
Final analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire had fractured at weld site and ~33mm proximal of weld site. The proximal section of j stiffener wire measures ~54mm and has migrated down lead body ~40mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to ~87mm.